Manufacturer narrative:
Wheel assembly. Unit was evaluated by the customer.

Event description:
It was reported that the wheel assembly was broken during transport. There was pt involvement but no adverse consequences.